Manufacturer narrative:
H6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Event description:
Per email: spoke with patient s husband and pump is alarming no disposable. Silenced, reviewed settings and closed clamp. Removed cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and alarm persisted. Removed cassette again and gently tapped cassette and massaged tubing. Replaced cassette and alarm persisted. Powered pump off. Res vol, 6.8, rate- 1.7 and amount given- 69 patient not affected. No additional information available.